Manufacturer narrative:
Brand name stealthstation; product ID 9735737 (lot: 2.1.0); product type: 2543-mnav - system h3: the system was serviced in the field, and no fault was found. The system performed as intended. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the site stated, "patient tracker was not tracking on the screen." There was no impact on patient outcome. The medtronic representative (rep) did a system check-up and found the system was functioning normally. The issue was that someone had turned off the ability to see the patient tracker. All they had to do was to turn it back on in the ¿navigation¿ screen area and the tracker was back. They sat in a case to observe the registration, everything appeared fine, and they had no problems.

Event description:
Additional information received indicated the procedure being performed was an ears, nose, and throat (ent) procedure in which there was a less than 15-minute surgical delay.

Manufacturer narrative:
H2) additional information in sections a and b5. H3, h6) software data was received and analysis did not confirm the reported event. The issue appeared to be user error and no software faults were found. Previously reported codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.